Event description:
It was reported that the restraints were broken and would not buckle, the stair track tread was worn and would not engage, and the backrest was split and would not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.